Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following the intraocular lens implantation the patient had experienced blurry vision. Hence the lens was explanted in a secondary procedure and was replaced with a non-company monofocal lens, the clinical reason for the explant was given as presbyopia. Additional information has been requested.

Manufacturer narrative:
The lens was returned in a plastic specimen cup. Solution was dried on the lens. The lens was cut into multiple pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the company lens, 22.0 diopter (add power 2.2/+3.2) lens was replaced with a non-company, light adjusting, 20.5 diopter, monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).